Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro field representative evaluated the machine and tested the blood pump command and tach readings while in diagnostic mode. No problems were found. A new calibration weight set was installed in the prismaflex base. The prismaflex was ready for use. Gambro renal products has requested the downloaded machine data files, the work order and add'l info relating to this incident. Further investigation is being conducted by the MFR. We expect to complete the investigation by 08/31/2006 and will provide a report on completion of the investigation.